Event description:
This is a report of a home patient (hp) who re-used supplies while connected to the homechoice during therapy. After experiencing an unrelated alarm, the heater bag was disconnected and then reconnected to restart therapy. The nurse was advised against reconnecting supply bags. The nurse planned to continue therapy and would add another bag to an unused supply line if the alarm reoccurred. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who disconnected and then reconnected a heater bag during therapy. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.